Manufacturer narrative:
One device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. During investigation functional testing and visual inspection performed. The customer reported complaint was confirmed through visual inspection. Additionally, it was found that the downstream occlusion seal was delaminated, and the upstream occlusion seal was buckling. Both seals were replaced.

Event description:
It was reported that the device has thick adhesive all over it. There is unknown patient involvement.